Event description:
The patient who has undergone surgery in trail nail has fractured his femur. (Original surgery problem was documented on(B)(4)).

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the available information; the root cause for the femur fracture cannot be concluded. The current status of the patient has not been provided at this time. Should any relevant clinical/medical information become available the complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.